Event description:
The metal driver on the inserter broke off. It was inside the implant that remains in the patient. The case was extended by 10-15 minutes to ensure nothing was free floating.

Manufacturer narrative:
The returned device consists of the inner shaft, outer shaft, handle and torque limiter. The anchor and suture were not sent for evaluation. The device was observed and it was confirmed that the tip of the inner shaft was broken off. To ensure proper operation of the threaded interface between the shafts, the torque limiter was rotated a few times in each direction and there was no binding or resistance to be found. The inner shaft was then tightened down fully to ensure that the torque limiter would properly slip, which it did at the expected point of full insertion. Based on the assembly process, the inner shaft should not experience enough torque to fail unless the anchor is placed on the device before the inner shaft is fully seated or the inner anchor plug is binding in the anchor. Since the anchor was not returned for evaluation and there are no other complaints for this production lot, no root cause related to the manufacture of the device can be determined. (B)(4).